Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to between 15 and 18 mmol/l (270-324 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found bent and the infusion site was irritated. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was received not deployed. Investigation of the downloaded data found that the pod was deactivated by the user at the end of the first priming sequence. No hazard alarms, timeouts, or drive stalls were observed in the data. The soft cannula was observed to not be bent or kinked as the cannula assembly did not deploy during customer use. Inspection of the bottom housing found no damages or manufacturing deficiencies that would cause irritation at the infusion site. The cause of the reported irritation could not be determined.